Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device experienced a channel error. There was no patient involvement.

Event description:
It was reported that the device experienced a channel error. There was no patient involvement.

Manufacturer narrative:
Additional information: a1, g4, h10. The customer reported problem was not confirmed. A review of the device history record for (B)(6) was performed from date of manufacture 10/26/2011 to present date (B)(6) 2020, and note that this device has been returned for service once without correlation to the customer reported issue. Also, there was a production failure q6 200139005, 200139182 for out of calibration, and a cosmetic defect, for the q6 which does not correlate to the customer reported issue.